Event description:
Per the clinic, the patient experienced an extrusion and skin necrosis at implant site. Explant is planned but has not taken place at the time of this report.

Event description:
Per the clinic, the patient developed a skin breakdown and skin infection and was treated with topical and oral antibiotics on (B)(6) 2025. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.